Manufacturer narrative:
The evaluation and repair of the device has been completed. The covidien service engineer (se) evaluated the ventilator and replaced the power supply. The unit passed all testing and operated within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
New information provided indicates that no patient was involved during the incident.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a blank display. Patient involvement information was not provided by the customer.